Manufacturer narrative:
Hematoma is a known side effect of eswl lithotripsy treatment and is addressed in our labeling. There was no report of device malfunction. A service eval was performed after the procedure and unit was found to be functioning properly.

Event description:
Allegedly, one day after the lithotripsy procedure, the pt was admitted for hematoma. Pt was discharged after one day. Pt is recovering without further incident.